Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomalies.

Manufacturer narrative:
Concomitant medical devices: product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: 4351-35, serial# (B)(4), product type: lead. (B)(4).

Event description:
The patient reported via the healthcare provider (hcp) and manufacturer representative (rep) that "it didn't work." The device was explanted. No patient death or injury occurred. Additional information received from the hcp in response to follow-up provided patient/device information but provided no further details concerning the event/allegation. Additional information received from the rep in response to follow-up reported that it was believed that the device "not working" was the patient's subjective reporting. The rep redirected further questions to the hcp.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.